Event description:
Voluntary medwatch received states the patient's previously capped right ventricular lead was explanted due to infection. Also, atrial lead, right ventricle lead and pacemaker were explanted. No additional adverse patient effects were reported.